Event description:
A bipap a40 was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes indicating the (eeprom) electrically erasable programmable read-only memory was defective and additional errors indicating the cpu cannot communicate with the flow sensor and the pressure sensor were confirmed in the event log. The technician recommended replacing the device's circuit board to address the issues. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.